Event description:
The patient was undergoing treatment for a basilar tip aneurysm. Three coils were placed through the px400 microcatheter. Upon introduction of the fourth coil, resistance was felt in the catheter. The physician felt the resistance was not a lot and continued to push. Before the coil reached the distal tip of the catheter, the catheter backed out of the aneurysm. The physician decided the fourth coil was not needed and withdrew the coil around 30 cm then withdrew the catheter out of the aneurysm and the body. He withdrew the coil from the catheter and on the sterile table injected saline into the catheter. An unidentified piece of material came out of the distal tip of the catheter. The patient was not harmed and the case was finished at that point.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device

Manufacturer narrative:
Device investigation: results: three pusher assemblies were returned with the catheter. None of the pusher assemblies were attached to coils. Each of the pusher assemblies is complete and in their normal post detachment state; the pet locks are broken, and there are no coils present and distal detachment tips (ddts) are empty. The catheter has a slight curve set in the distal 20 cm which is not uncommon in units that have been used in a patient. The unknown material, described in the complaint, is a flattened piece of pet tubing 3.0 cm in length. A 0.025" mandrel was introduced into the hub end of the microcatheter and advanced distally. The mandrel advanced easily to and through the distal tip. The catheter is functional. The flattened pet tube was measured with an optical graticule with an accuracy of +/- 0.01 mm. The flattened width measured 0.91 mm which translates to a circular diameter of 0.0226." This is the diameter of the pet tubing prior to the heat shrinking process. The blockage noted in the complaint and flushed from the catheter was identified as a 3.0 cm piece of pet heat shrink material. This size and type of material is used in the manufacture of the pusher assemblies attached to each of the penumbra coils. This is an extra piece of material. All the normal locations of this material on the returned pushers have the correct material in place. This material was most likely introduced into the catheter by the third coil / pusher assembly. This conclusion is based on the complaint which describes friction when introducing the fourth coil, implying that the material was not in the catheter until after the third coil was placed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion: this device has been received and the investigation begun however, the analysis results are still in process. A follow-up MDR will be submitted immediately following the conclusion of the device evaluation report. (B)(4): device evaluation in process.